Event description:
A surgeon reported that he noted small metallic particles coming out of the mouth of the vitrectomy cutter once it was in the eye and the cutter was engaged. He stated that he sees this occur in 1/10 cases. A company's sales representative was present at the time of surgery and did visualize the metallic looking particles. Additional information was requested. Additional information was received stating patient identifiers were unable to be obtained. The cassette was not retained for evaluation; only the cutter was retained. The facility also reported there was no "bumping" of the cutter against the illuminator observed.

Manufacturer narrative:
A sample will be returning for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).